Event description:
On (B)(6) 2012, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that post implant on (B)(6) 2012, the gore devices were explanted due to a suspected type I endoleak and a tube graft was placed. The pt tolerated the procedure.

Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoleak and surgical conversion. The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices implanted and/or related to this event: (B)(4).